Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics yesterday, due to low blood glucose levels. Today, the customer was hospitalized for low blood glucose levels below 30 mg/dl. Nothing further was reported.